Event description:
It was reported that difficulty was encountered in placing the catheter. Upon removal, it was noted that the catheter had separated. Another catheter was placed at a different level without difficulty. An x-ray was taken which showed a 2cm piece of the separated catheter in the subcutaneous tissue. There are no plans to remove it. There were no other patient complications.